Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06may2020.

Event description:
The customer reported an unknown malfunction. The customer is requesting software options codes needed and post central processing unit (cpu) replacement. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 30apr2020. B4: 14may2020. There was an error, which is consistent with backup alarm failed. The customer tried the pm (power management) pcba (printed circuit board assembly) first and that did not resolve it. The customer replaced the cpu (central processing unit) to resolve the issue and reloaded software and the error did not appear. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.